Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is having abdominal stimulation and is no longer receiving stimulation in the back and legs. Reprogramming was not to the patient's satisfaction. X-rays showed normal findings. The physician was to undertake surgical intervention to remove the system.